Event description:
This is a spontaneous report received from the (B)(6) by baxter (B)(4). On (B)(6) 2010 a baxter renal sales manager contacted corporate quality assurance (cqa) reporting the occurrence of an incident with an aqualine (line set for the aquarius machine, lot number unknown). The reporting physician indicated that an adult male patient was connected to the aquarius machine, and after 65 hours of connection, the physician visually detected a blood leak in the arterial line, in the segment of the blood pump. It was reported that there were no consequences for the patient. The sample is not available. No further information is available.

Manufacturer narrative:
(B)(4). The manufacturer indicated that a device history file of the involved lot was performed with no anomalies noted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.